Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high" on cgm, cause was unknown. Customer address the bg level by removing the pump and was told to go to emergency room by their healthcare provider. Customer also reported that the pump was "not delivering insulin". Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.